Event description:
As reported, during hemodynamic monitoring with this swan-ganz catheter connected to an hemosphere monitor, the cardiac output (co) and, consequently, the cardiac index (ci) values were higher than expected as per patient's condition. Initially ci value was around 4.2 l/min/m2, and progressively increased until it reached 10.5l/min/m2. Incorrect co values were confirmed after comparing with an echocardiogram results (co value of 4.5l/min). The hemosphere monitor was replaced by a vigilance monitor and all values were then correct. Nevertheless, this hemosphere monitor was confirmed to have been used before and after this event without any malfunctioning. There was no allegation of patient injury; patient was not treated based on the incorrect values. Patient demographics unable to be obtained.

Manufacturer narrative:
It was informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Added information to sectiona2, a3, a4 as patient demographics were provided. Additionally added information to sections d4, h4 and h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation, the units go through an electrical inspection as part of the catheter manufacturing process.